Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited loss of capture. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported.